Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/03/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. (B)(4).

Event description:
The customer reported that tissue was not properly sealed after some activation attempts even though end tones, indicating completed seal cycles, were heard. There was no bleeding or injury to the patient.

Manufacturer narrative:
(B)(4). One used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released after meeting all quality requirements.